Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is likely that the following led to the malfunction: water or moisture invaded the device and damaged the printed circuit board; however, a definitive root cause cannot be identified. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 04nov2024.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an electrical continuity error occurred due to water invasion in the scope connector. There were no reports of patient involvement.